Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent implant of pedicular screw for lumbar arthrodesis due to vertebral spine stenosis at l4-l5. Intra-op, while the blocker in the screw was being held, the tulip of the same opened. No fragment of the instrument remaining in the patient. No patient complications were reported.